Event description:
Information obtained from the patient's physician that the increased seizures may be possibly due to the incomplete pin insertion and the increase was above pre-vns baseline levels. It was also noted that the patient's medications were adjusted and they underwent surgery for pin re-insertion and is doing much better. No further relevant information has been received to date.

Event description:
Patient reported to experience an increase in seizures since their generator replacement surgery. Patient presented with high impedance and low output current within the days following implant surgery. The high impedance was confirmed to be a result of incomplete pin insertion via x-ray images received. It is unclear at this time if the increase in seizures is related to the loss of therapy due to the high impedance, a result of surgery, or related to another factor. No other relevant information related to the reported increase in seizures has been received to date.